Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error and was beeping. Customer stated that the screen was blank and keypad was not responding. No harm requiring medical intervention was reported. The customer will discontinue using the device.

Manufacturer narrative:
Pump was received with a blank-flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, keypad voltage test due to blank-flashing white display. Unable to download history files and traces using thus due to blank-flashing white display. Pump was cut open to perform visual inspection and found crack on lcd controller, cracked lcd, and bleeding lcd. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked glass, bleeding, cracked lcd controller (pcb1), and pillowing keypad overlay. In summary, customer returned pump for critical pump error (open book image) alarm, unresponsive keypad, and blank display. Critical pump error (open book image) alarm and unresponsive keypad unable to be confirmed due to blank-flashing white display. Unable to download confirmed due to blank-flashing white display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer stated that the insulin pump received other critical pump error alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm, unresponsive keypad, and blank display found on june 24, 2022. Insulin pump was received with a blank-flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, keypad voltage test due to blank-flashing white display. Unable to download history files and traces using thus due to blank-flashing white display. Insulin pump was cut open to perform visual inspection and found crack on lcd controller, cracked lcd, and bleeding lcd. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked glass, bleeding, cracked lcd controller (electric board 1), and pillowing keypad overlay. In summary, customer returned insulin pump for critical insulin pump error (open book image) alarm, unresponsive keypad, and blank display. Critical insulin pump error (open book image) alarm and unresponsive keypad unable to be confirmed due to blank-flashing white display. Unable to download confirmed due to blank-flashing white display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6.